Event description:
It was later reported that an x-ray was performed the following day and the phrenic nerve paralysis (pnp) had not recovered. The patient was discharged without a prolonged hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 4fc12 (lot: 0012105714); product type: 0629-flexcath sheath; product ID afapro28 (16910); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not be inserted and locked into the sheath. The sheath was replaced which resolved the issue. It was also reported that a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. Then, while ablating the right inferior pulmonary vein (ripv), the compound muscle action potential (cmap) was reduced by more than half. The pacing catheter position was adjusted and phrenic nerve potential slightly recovered but then decreased again. Phrenic nerve paralysis was observed and the ablation was stopped. The case was completed with cryo and radiofrequency (rf) touch up ablations were done to avoid areas that may affect the phrenic nerve. No further patient complications have been reported as a result of this event.